Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on hte second inflation. The number of atms reached on the initial inflation is unk. The lesion being treated was a calcified, 99% stenotic lesion in a highly tortuous 1st diagonal branch of the left anterior descending (lad) coronary artery. A terumo introducer sheath, a conquest pro guidewire, a 8f mach1vl3 guide catheter and an encore26 inflation device were also used in the procedure. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as "good".